Manufacturer narrative:
Concomitant medical product: dtma1q1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional extracardiac stimulation from the left ventricular (lv) lead. The output on the lv lead was decreased which resolved the stimulation. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the extracardiac stimulation occurred again and reprogramming was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the patient had diaphragmatic stimulation.